Event description:
It was reported by a customer on (B)(6) 2010, there was a fiber card reader error at 0 joules. Per the customer, the procedure was continued with turp. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap region burned and melted, the cap remained intact and attached. The fiber cap was drilled through.

Manufacturer narrative:
The event description, the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap region burned and melted, the cap remained intact and attached. The fiber cap was drilled through. The fiber shrink tube and jacket melted and burned. The fiber cap exhibited some char, devitrification, crater and melted glass. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.